Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. It was noted the associated pacemaker was programmed to aair pacing due to a known rv lead fracture. No adverse patient effects were reported. (Please note: two leads are listed as it is unknown which lead is the rv lead.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).